Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, fold creases, white particles. A leak test was perform and was found one opening. A microscopic analysis identified: wear abrasion, a curved sharp opening on patch bond edge assessed as unidentified (tear) opening; a dimension measurement in the shell was performed which identified the thickness was within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported an right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported an right-side deflation. Device has been explanted.